Event description:
It was reported that the rubber encasing of the patient cable on the mobile power unit was loose. It was also noted that battery door was cracked and the red battery strap was frayed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the mobile power unit was confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(4)) was serviced at the abbott european distribution center (edc) and no log files were submitted for review. The rubber encasing of the patient cable was observed to be loose, the battery door was cracked, and the red battery strap was frayed. The system was able to boot up as intended and was able to function as intended. The patient cable, battery door, and battery strap were all replaced. The mobile power unit passed all stages of functional testing. The unit was placed in the abbott rental pool after servicing. The root causes of the reported damages were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.